Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced an event of infusion set kinked cannula on 28-dec-2024 leading to high blood glucose (380 mg/dl). The issue was observed within three or more hours of insertion. The site of insertion was thigh. High blood glucose was addressed using correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.